Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 199 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window.